Event description:
It was reported that cadd legacy pump has high pressures (down stream alarm) during testing. No patient or clinician injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. During visual inspection, top rear label was missing. During functional check, the reported problem was duplicated. High pressure during testing issue during the investigation. Also, found high pressure in the events history logs. Root cause was found to be a faulty downstream sensor. Downstream sensor was replaced.